Manufacturer narrative:
After the initial report it was determined that the was no complaint stated against the device. The product was not removed. During the surgery only the natural patella was removed. Please void the initial report.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening patella. Revision njr number: (B)(4). Side:l. Primary asa: p2 - mild disease not incapacitating.